Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. A caller reported that an unspecified high scan was received on the sensor when compared to a healthcare professional meter. The customer experienced a loss of consciousness and an ambulance transported the customer to the emergency room where a laboratory glucose result of 85 mg/dl was obtained. The customer was administered intravenous glucose for the diagnosis of hypoglycemia and provided vomex for nausea. No further information was provided. There was no report of death or permanent injury associated with this event. Additionally, a sensor scan of 180 mg/dl was compared to a healthcare professional meter result of 85 mg/dl and when the results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Watermark was observed at the base of the sensor tail indicating the sensor was properly inserted. Data was extracted using approved software, and extraction was successful. The sensor data was reviewed and no issues were observed. The returned sensor was further investigated and de-cased. Visual inspection was performed on the unit printed circuit board assembly (pcba) no issue was observed. The returned battery voltage was measured to be within specification range. Performed an smu (source measurement unit) test to ensure the sensors electronics were functioning correctly. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. A caller reported that an unspecified high scan was received on the sensor when compared to a healthcare professional meter. The customer experienced a loss of consciousness and an ambulance transported the customer to the emergency room where a laboratory glucose result of 85 mg/dl was obtained. The customer was administered intravenous glucose for the diagnosis of hypoglycemia and provided vomex for nausea. No further information was provided. There was no report of death or permanent injury associated with this event. Additionally, a sensor scan of 180 mg/dl was compared to a healthcare professional meter result of 85 mg/dl and when the results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant.